Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis. Concomitant products: 694758 implantable tachy lead (B)(6) 2013; 5076-45 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed bacteremia. The implantable cardiac defibrillator (ICD) and leads were removed and will be replaced in the future. No further patient complications have been reported as a result of this event.